Event description:
It was reported that the customer was hospitalized with dka. Customer had done their own testing of the pump and discovered the leadscrew was not rotating properly. They sprayed it with a lubricant and pump is working fine now. Customer believe the hospitalization was due to not bolusing properly for the food they consumed and the pump working intermittently.